Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during dwell 3 of 4. The home patient (hp) stated the heater bag fell off the machine and disconnected. The hp tried to reconnect the heater bag and the hc alarmed. The technical services representative (tsr) explained the alarm and assisted the hp to clear the alarm. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was reported. During follow up, the hp verified that the bag fell and disconnected and woke him up. The hp stated he has not been back on the cycler. No further information was available as the hp is still in the hospital.